Manufacturer narrative:
No analysis was possible as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the drill bit spun around and fell out of the sheath when the surgeon tested it before use. The product was unusable and there was no patient harm because the product never had patient contact. On follow up, it was reported that the event occurred on (B)(6) 2017 and a new bur was opened to complete the case. It was the initial use of the bur.